Event description:
The customer's father called to report that the customer was hospitalized for high blood glucose levels, with a reading of 600 mg/dl. The customer also had ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. However, the father noticed that insulin was leaking from the tubing, where it connects to the reservoir. Advised the father to change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.